Manufacturer narrative:
Concomitant medical products: product ID: 3708360, serial#: (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708360, serial#: (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3998, lot# l78337, implanted: (B)(6) 2002, product type: lead. Product ID: 37714, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: implantable neurostimulator. Product ID :3998, lot# l78337, implanted: (B)(6) 2002, product type: lead. Other relevant device(s) are: product ID: 3708360, serial/lot #: (B)(4), ubd: 02-dec-2009, UDI#: (B)(4). Product ID: 3708360, serial/lot #: (B)(4), ubd: 02-dec-2009, UDI#: (B)(4). Product ID: 3998, serial/lot #: (B)(4), ubd: 02-mar-2004, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer's representative on 2020-mar-06 regarding an implantable neurostimulator (ins) for failed back surgery syndrome, myofascial pain syndrome, and spinal pain. It was reported that the patient had to increase their stimulation in order to obtain the therapy benefit. The patient reported an increased "sensation" when bending over at times and after they needed more stimulation to feel the therapy (4-6 volts vs. 1.5-2 volts). Impedances with electrodes 0 and 8 were greater than 10,000 ohms while others ranged between 900-3,500 ohms. There were no recent falls or trauma reported, the patient's last fall was about 2 years ago. An impedance check showed that 0-1 were greater than 40,000 ohms, 0-2 were greater than 40,000 ohms, 0-3 were greater than 40,000 ohms, 8-9 were at 10,700 ohms, 8-10 were at 10,800 ohms, and 8-11 were at 10,000 ohms. The representative discussed with the patient that the lead might need to be revised due to its age. The patient had also been recharging more than expected. No further complications reported. Additional information received from a manufacturer's representative on 2019-mar-07. It was reported that the representative was able to program the remaining electrodes to provide the patient with some therapy. They asked their doctor to work on authorizing a lead revision and ins replacement. The patient was charging more often due to their attempt to overcome their impedance issues by increasing the amplitude. No further complications reported. Additional information received from a manufacturer's representative on 2019-mar-1. It was reported that the cause of the impedance issue was believed to be due to micro fractures in the lead. The physician was considering options for replacement. No further complications reported. Additional information received form the consumer on 2019-may-06 reported that she had been in pain for eight weeks and had not heard anything about getting the device replaced. The patient stated that the device had turned itself off twice in the past and that this had started in (B)(6). Additional information received from the patient on 2019-may-10. It was reported that the patient stated for the past 8 weeks and 4 days their stimulation was "messed up". The patient was in so much pain and it was turning itself off and they only received 2 days of relief before it turned off. They requested that a representative called them. No further complications reported. Additional information was received from the patient on 2019-aug-20. It was reported that the device only turns on when it is set at high settings (400/500) but she usually sets it at 175/185. The patient said a rep couldn't get it on either and now, she can't use it because it makes her nauseous when it is that high. No further complications were reported. Additional information was received from the patient on 2019-nov-08. It was reported that the new battery on (B)(6) 2019 and surgery did not improve their spinal cord stimulation. Information was received from a manufacturer representative who indicated that there was an out of regulation (oor) message was seen on the tablet when first programming the new ins. The rep reported high impedances on contacts 8-11. Impedance values were as follows: 8-2500, 9-7540, 10-9610, 11-1870 ohms. The oor message was still present at the conclusion of the call. The rep was going to discuss with the hcp. No further complications were reported. Additional information was received from a consumer regarding the patient on 2019-nov-13. It was reported that the patient was seeing settings not available on the controller when trying to increase stimulation. Patient stated that she was programmed by the manufacturer's representative (rep) after the implant was installed on friday and now it was not coming in on the right side and they lost stimulation. Patient stated that it went out at 6 and came back on at 12:45. Patient stated that she could barely feel stimulation at 7.6 but was able to get up to 8.0 last night and slept with it on that way. Patient noted she used to have her settings all the way up to 26. No f further complications were reported/anticipated. Additional information was received from a manufacturer representative (rep) on 2019-nov-20 reporting that further actions taken to resolve the oor message and high impedances was the rep attempted to program around the high impedance leads, but they continued to get oor when programming above 13 ma with any electrode combination. Therefore, these issues had not been resolved. The cause of the high impedances was undetermined, but the rep mentioned that it could be due to the age of the leads. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated. On (B)(6) 2019 the hcp and rep, a refer to another surgeon was decided to cleavor the leads of scar tissue and possible lead wire change out. Patient reported they are no longer on pain meds. Patient reported their heart desired to have their scs working again. They reported 80% pain relief. Patient reported they have been without stimulation since (B)(6) 2019. Working on resolution. Additional information was received from the consumer 2020-feb-05. It was reported stimulation was shutting off within 2-3 hours seeing the manufacturer representative (rep). The patient states she has had 5 visits with the rep since (B)(6). The patient had a healthcare provider (hcp) appointment scheduled for following day. Additional information reported patient fell off the stairs and caught herself against a guard rail and twisted her body in (B)(6) 2019. Patient lost stimulation pattern since the fall. Rep checked impedance today, it was in the 2500 range. Rep doesn't have history of patient's imp impedance but thinks it may have gone higher since the fall. Patient was using stimulation at around 4.5 ma before but isn't getting much at 14.7 ma now. Patient is at 400pw and 50hz. The hcp had not gotten x-ray to confirm if lead has moved but is considering revising and putting a 565 surgical paddle. It was reviewed with rep that 2500 ohms is higher, but that doesn't point to system integrity issue. No further complications were repo rted/anticipated. Additional information was received from a manufacturer¿s representative (rep) on 2020-may-12. The rep reported there were no external/environmental/patient factors that could have contributed to the issue. The rep reported that the lead was implanted 10 years ago in "2202" and the extensions were added in 2006. The rep reported that all we know is that stimulation had not been achievable due to high impedances, indicating damage either at the lead due to the age of the lead or somewhere along the way which could be the extensions. The rep reported that between them and another rep attempting to reprogram demonstrated no stimulation due to impedances and unable to resolve the problem. The rep reported that the loss of therapy and stimulation shutting off wasn't resolved. The patient was sent to a neurological surgeon to replace the lead and remove the extensions. The rep was at the appointment and the patient¿s level of anxiety, which she suffers from, quickly turned out to be a negative experience and the surgeon in an unprecedented reaction asked the patient to leave his office. The rep¿s last contact with the patient was they were seeking a neurosurgeon along with their managing physician to accept her care. The rep recommended another surgeon and had not heard from the patient. No further complications were reported. Additional information was received from a consumer regarding the patient on 2020-may-12. It was reported that the patient¿s stimulation was shutting off. The patient noted that it is shutting off ¿within 20 minutes.¿ the patient has had 5 visits with manufacturer representative due to this issue since (B)(6). Due to this issue, the patient is having a wire revision because her leads are not compatible with her new implantable neurostimulator, and this is the reason for all of these issues. The patient confirmed that this a continuation of the event previously reported in 2019. The patient has the pre-op appointment on (B)(6) 2020. The patient will be having the revision once her state clears non-essential surgeries due to the coronavirus. There were no further complications reported or anticipated.